Event description:
Patient connected to IV alaris pump (it was a loaner pump). Tried 2 different modules. Label on pump is carefusion loaner. The pump was dripping chemo in too fast with both modules. Caught by rn and changed to a different module and pump, which worked.